Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The right master tool manipulator (mtm) was faulting and would not initialize on system startup. The fse replaced the right mtm in console standalone mode. The customer did not provide the full system for repair, so the system was verified in console standalone mode only. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site experienced recurring system faults despite power cycling multiple times. The system had two consoles connected, and the logs indicated a fault with master tool manipulator (mtm) 2. The staff powered off and unplugged console 2 and continued the procedure with one console. The procedure was completed as planned with no reported injury. An intuitive surgical, inc. (Isi) representative called technical support the next day to inform they were able to power on the system with the one good console with no issues. The technical support engineer (tse) informed the isi representative that if they connected the second console and it started up fine, there would be no guarantee that the error would not come back. The isi representative understood and stated they would inform the staff.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the reported complaint. A review of the field error logs showed the unit had experienced the following errors: 32097 (system_err_local_frl_maxis_fault), 25730 (error_uce_armnet_maxm_late), 23918 (eevt_sensor_latency_advisory), 23007 (eevt_jnt_soft_enverr_lim), 32133 (system_err_local_frl_ssync_unlock_fault), 32126 (system_err_local_whl_hw_fault), 32125 (system_err_local_frl_com_wdog_fault), 25732 (error_uce_armnet_maxm_seq1), 30 (system_err_whl_hw_info), 17 (system_err_whl_receive_fault), and 32 (system_err_whl_receive_info). A visual inspection was performed and found no external damages. The master tool manipulator (mtm) was then placed on an in-house system and the unit faulted. The unit had replicated the same errors as those that occurred in the field. The unit was placed on a surgeon side cart fixture test platform (sftp) to perform further testing. The unit failed at home manip with the same missing node errors. Due to the failure, the unit was transferred to engineering for further investigation. Engineering found the following to be root cause of the failed errors during field and in-house testing: slip ring, slipring constraint, mcmf, mcmp, lower frame and o-ring.